Manufacturer narrative:
Method: review of device history, complaint history database and surgical protocol. Evaluation summary: no device mfg discrepancies were noted and the dall-miles tensioner was returned in fully functional condition. The exact root cause of the reported event could not be confirmed as the cable that was reported to have broken is being investigated by stryker orthopaedics in (B)(4) (per (B)(4); MFR # 9616680-2010-00056). It is likely that the cable broke during tensioning because of the surgeon over-tensioning the cable. The dall-miles surgical protocol clearly states "do not exceed 150 lb tension" when tensioning the cables. A review of the product experience reporting database and complaint files show that previous complaints have been received for dall-miles cables breaking while tensioning. The root cause of previous reported events was related to the user over-tensioning the cable.

Event description:
During bha surgery, the first and second cables had no problem to be placed to the bone; however, when the surgeon is trying to place the third cable, the knob seemed to be still able to be turned to some more extent; however, it locked all of sudden and then the surgeon tried to turn just a little bit more, then the cable cut off inside the tensioner (single-sided), so the cable could not be placed. Thus, another cable was placed without problem.